Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was inserted in a patient for the endovascular treatment of a 5 cm in diameter thoracic aortic aneurysm. Calcification was present in the access vessel. It was reported that during the index procedure, the valiant stent graft delivery system was inserted from the patient¿s fa (femoral artery), and resistance was noted. The device was stuck in the access vessel (with resistance). When the device was removed from the patient¿s body, a part of the outer sheath was found to be inverted/deformed. The physician elected to not reinsert the device, use of the device was discontinued and discarded. The physician was able to successfully implant another valiant stent graft without issue. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.